Event description:
A nurse reported the equipment displayed weak light during the procedure. The procedure was cancelled after the patient received peribulbar anesthesia. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the systema nd cleaned the illuminator module. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the investigation results, the most likely cause of the reported event is the illuminator module required cleaning. (B)(4).